Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The nature of the sepsis infection was not reported therefore, peritonitis as a potential cause was unable to be ruled out. The outcome of the sepsis was not reported. It was not reported if pd therapy was ongoing. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).